Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. B5: the reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+1.0/087 (sphere/cylinder/axis) may have been damaged during loading. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was due to the device. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon removed a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+1.0/087 (sphere/cylinder/axis), from the vial and upon inspection noted the lens was damaged. The lens was not used and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was due to the device.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection was unable to confirm if lens was damaged due to lens being stuck in cartridge. Claim#: (B)(4).